Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 200 mg/dl to "high" on the continuous glucose monitor (specific bg value was not provided). Cause was not known. A correction bolus was delivered and supply change completed to address bg. A replacement pump was sent to the customer to resolve the issue.